Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error. He tried to clear the alarm but the insulin pump kept wanting to rewind. The customer experienced a low blood glucose level of 20 mg/dl and the ambulance was called. The customer treated his low blood glucose level with food. He was hospitalized on (B)(6) 2016. In the hospital the nurse took the insulin pump off and his blood glucose level was 97 mg/dl. The next morning, his blood glucose level went up to 375 mg/dl. It seemed like he was having a seizure when his blood glucose level was low. The customer was able to rewind the insulin pump. The displacement test and manual prime were successful and the motor error alarm did not recur. The device was not returned.